Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet.however, the customer stated that they will try to attempt transducer calibration to see if it would fix the issue. He thinks that they might need a new main pcb (printed circuit board). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the vte (end-tidal volume) and vti (inhaled tidal volume) of vela ventilator is low and the xdcr's (transducers) are out of calibration. At this time, there is no information regarding patient involvement associated with the reported event.